Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received identified that the lead was explanted and replaced with a different manufacture's lead.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection revealed all the wires were fractured which would cause the high impedance. The damage is consistent with the overstress conditions or sudden event the lead was subjected while in vivo.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.